Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was case completed? New seam.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The suture was broken during suturing. Additional information was requested. No adverse patient consequences were reported.

Manufacturer narrative:
Pc-000215469 date sent to the FDA: 08/10/2018 additional information: device evaluation summary: representative samples of product code eh7345, lot lpp529 were received for analysis. The issued sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the package, thirteen samples were opened and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or breakage suture were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.